Manufacturer narrative:
An engineering evaluation was completed and concluded that no findings were available and no cause was established. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that the balloon of a swan ganz catheter did not deflate before use. It is unclear whether the balloon finally deflated or the balloon inflation syringe was removed from the gate valve. Patient demographic information was requested but unavailable. There were no patient complications reported.

Manufacturer narrative:
A chemistry study was completed. The ir spectrum of the yellowish liquid was consistent with that of water. Further evaluation regarding related quality issues is under investigation. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
The reported event of balloon did not deflate was unable to be confirmed. Balloon inflated clear, and the balloon deflated within 2 sec. Without the syringe attached. However, yellowish liquid was observed inside the balloon when inflated. All through lumens were patent without any leakage or occlusion. No visible damage was observed from catheter body and returned syringe. Further evaluation regarding related quality issues is under investigation. Device code 1160 contamination was added for the yellowish liquid observed inside the balloon when inflated during product evaluation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.